Manufacturer narrative:
It was reported by the customer that filter was found to be leaking. One sample was submitted for quality evaluation. The extension set was primed and leakage was immediately identified coming from the inline filter vent. The customer complaint of leakage was verified. The investigation was forwarded to the supplier group to determine if a root cause analysis could be conducted. A root cause for the issue could not be determined because a lot number for the product was not provided and a production period for the investigation could not be identified. Therefore, the root cause of the issue cannot be fully investigated. The supplier was notified and will continue to monitor for further instances of the issue. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No further information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero extension set had leakage. The following information was provided by the initial reporter: microbore tubing with inline filter - filter was found to be leaking. Additional information received from the customer: what was the medication/fluid in use at the time of the event? Narcan.